Event description:
This filed to report inability to open the clip during preparation. It was reported that during preparation, the clip was observed to be fully closed (normally, the clip comes open to 120 with grippers down). Upon testing the clip arm position, the grippers were raised and unlocked clip, and the clip did not open. The lock lever was raised a little bit past the blue line, went in closed direction then open direction and again it did not open initially; but after the arm positioner was rotated a bit more, it sprung open and completely inverted. The clip was closed and attempted to do it again and the clip would not open even while unlocked. The clip was not used. Two clips were implanted with no reported issue, reducing mr from grade 4 to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (clip open inability ¿ prep) was confirmed via returned device analysis. The reported difficult to open or close (clip jumping) and product quality problem (irregular appearance) for clip observed to be fully closed upon inspection could not be replicated in a testing environment. Additionally, an unstable release crimper, actuator mandrel protrusion from the proximal end, bent actuator mandrel, scratched threaded stud, jammed harness, broken collet, corroded collet, corroded release crimper, and corroded crimping cam were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the returned device analysis, the cause of the reported difficult to open or close (clip open inability ¿ prep) and product quality problem (irregular appearance) were unable to be determined. The reported bent actuator mandrel, scratched threaded stud, and jammed harness were cascading effects of the troubleshooting performed for the reported inability to open clip and were related to user technique. The reported difficult to open or close (clip jumping) appears to be due to the bent actuator mandrel and built-up tension in the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.